Event description:
Abbott diabetes care (adc) received a report from partner company ypsomed regarding a low readings issue involving a freestyle libre 3 sensor used with a ypsomed insulin pump. The information provided by ypsomed reported the patient¿s device may have had inaccurate low glucose readings. The health insurance company has informed ypsomed that the customer has passed away. The exact date of the patient¿s death is unknown but is estimated to be between (B)(6) 2025 and (B)(6) 2025 based on information provided by ypsomed. Adc has requested a copy of the death certificate; however, the health insurance company has confirmed to ypsomed that the document is not available at this time. Ypsomed was not able to obtain additional information aside from glucose charts and adc is unable to contact family or caregivers. Adc has no information about comparison glucose data such as from personal blood glucose monitoring or laboratory testing. The cause of death is unknown. There are no allegations regarding the products used. On 12 april 2026, adc was made aware of new information for this complaint that reasonably suggested the adc device was defective. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries.

Manufacturer narrative:
An extended manufacturing review has been performed for the reported complaint. Sensor extended manufacturing review: lot 1000960483 performed within specification for all measurements during the sensor manufacturing and release testing process. There were no non-conformances in the same time period that relate to the manufacture of lot 1000960483. All measurements reviewed are within specifications. Sensor kit extended manufacturing review: no abnormal conditions were observed for the reviewed units nor manufacturing issues were observed from the reviewed documentation. It was confirmed the units were manufactured following the validated parameters and the quality inspections and testing were successful. The information was gathered and reviewed by a representative of each area. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. Information was provided by partner company ypsomed regarding the patient¿s freestyle libre 3 sensor. Ypsomed stated the freestyle libre 3 sensor had low readings and that the patient passed away between (B)(6) 2025 and (B)(6) 2025. The sensor was not returned to adc for investigation. Without a returned sensor, or additional information, a relationship between the freestyle libre 3 sensor and the reported customer death cannot be excluded. Adc investigated this issue and determined that the freestyle libre 3 sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under fa1002-2025. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. The date of death and date of event is unknown. The date entered in section b3 is based on the information provided and is estimated to fall between (B)(6) 2025 and (B)(6) 2025. All pertinent information available to abbott diabetes care has been submitted.